Event description:
The baxter 250ml and 1000ml empty tpn bags are leaking at the central port after filling. This port is not accessed by pharmacy. On (B)(6) 2018 lot # 60130786 (exp: 5/2021); on (B)(6) 2018 lot #unknown & exp date unknown; on (B)(6) 2019 lot # 60131913 exp: 5.2021; on (B)(6) 2019 lot #60131913 exp: 5.2021; on (B)(6) 2019 lot# 60130786 exp 5.2021; lot# 60137708 exp: 6.2021. This was reported to baxter on 1.7.2019 and they have not determined the cause at this time. Dates of use: two months. Event abated after use stopped or dose reduced: no.